Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had a loss of therapeutic effect. It was stated the patient had been in the hospital twice in the past month for being so sick. It was noted the patient couldn't keep water down and they did their feedings and it hurt. It was stated the problem initially started back in (B)(6) and they started throwing up more but at the time of report it was stated it was to the point when they throw up water. The patient stated if they do a feeding it kills and the machine was working because in the hospital they "did all those tests and you could see the spikes of the when the device was spiking the stomach." The patient thought maybe they just needed a higher setting. Additional information stated the patient scheduled to see their physician the week following report and a programmer was going to be shipped to the doctor so they could interrogate the device. It was noted it was possible that the battery was at its end of life (eol). It was stated the patient did have a 50 percent or greater symptom reduction the prior six years that the patient had the device. It was noted the cause of the event was multiple autonomic neuropathies unrelated to their device. It was stated it was undecided if the event was device related and the patient's device need to be interrogated for possible eol. It was also reported it was undecided if reprogramming was needed and any troubleshooting would be determined after interrogation.

Event description:
It was later reported the patient'd device was interrogated and was found to be operating properly. It was noted there were no further therapy adjustments needed and the patient was going to be seen by their gastroenterologist at a later date to adjust medications.

Event description:
It was reported that patient had been having nauseous and vomiting for two weeks or more .the patient went to the emergency room and needed intravenous (IV) treatment. It was indicated patient wanted to meet with manufacturer representative to check the device /or programming. A follow-up report will be sent if additional information becomes available.